Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. They then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was returned to physio-control for further evaluation. The cause of the reported failure was determined to be a shorted diode, designator cr30. The diode was shorted from legs 5 to 9.

Event description:
The customer reported that the device was displaying the service indicator. The device had logged a potentially critical event code which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The third party service agent has received the device for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.